Event description:
It was reported that the implant does not detach from the mount. The procedure was concluded with the placement of another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown. PMA/510(k) number not available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name . D2: device product code. D4: catalog updated and lot number unknown / not provided . D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. G4: PMA/510(k) updated. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One implant and one mount were returned for investigation. Visual evaluation of the as returned product identified the signs of use. Bone debris on external threads. Mount would not disengage from implant. The mounts hex was stripped. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 13 (fdi). X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j ¿ 01/08/2022 / biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: warnings and precautions. DHR, sterilization, and complaint history review: (mmc03). A complaint history review by item number was conducted for the (mmc03) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Review completed utilizing keywords: 'functional : does not disengage/release' post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.